Event description:
It was reported that the camera head had an attachment problem with laparoscope. Telescope was not properly locked in the coupler of camera head was rotating inside the coupler. The event occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water tightness of the cable and corroded coupler unit. Based on the results of the investigation, the cause of the reported malfunction defective coupler locking with rotating camera was traced to be component failure. And the cause of additional malfunction poor water tightness of the cable and corroded coupler unit was also component failure like degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.